Manufacturer narrative:
Manufacturing and quality control data: the progav® 2.0 was manufactured by a qualified employee in december 2015. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fx438t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav® 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in horizontal positions. Internal inspection: after dismantling of the valve, deposits were found in progav® 2.0. Result : based on our investigation, we are unable to substantiate the claim of non-adjustability and over- or underdrainage. At the time of our investigation, the valve was able to be adjusted to all specified settings. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx438t) was implanted during a procedure performed in on (B)(6) 2017. According to the complainant, the shunt system was believed to be operating in over and underdrainage and was not adjustable. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: 180 centimeters (cm), weight: (B)(6) kilograms (kg), gender: male. Its the same patient as # 3004721439-2021-00309.